Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 69 mg/dl. Reportedly, the customer ate dinner and added more carbohydrates to the meal. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.